Event description:
A customer reported an under-infusion that occurred during the use of an infusor elastomeric device. This occurred during patient use, though no patient injury or medical intervention was in association with this event. The customer stated that after the prescribed infusion time there was still about 25% of the solution left in the reservoir. The solution being infused is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found during the manufacture of this lot related to this reported condition. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.